Event description:
It was reported that the needle did not retract. The needles are not retracting when pushing the white button. The white button did not retract the needle on 2 occasions. When the user pressed the retraction button did the needle move at all: the needle did not retract at all. Did the needle only retract part way and get stuck within the catheter: the needle did not retract at all. Did the needle retract slower than expected: the needle did not retract at all. Did these instances happen with different patients: y.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.